Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that she experienced a skin reaction under sensor patch adhesive on (B)(6) 2016. Patient described the skin reaction as an itchy sensation, weeping pus, and red, raised skin. Patient went to the emergency room (ER) on (B)(6) 2016 for the reported skin reaction. Doctor examined the rash and recommended an antibiotic and steroid cream. Patient was prescribed keflex antibiotic and triamcinolone steroid cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).